Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead exhibited reproducible noise on the shock electrogram and one out of range shock impedance measurement. It is reported that all episodes were appropriately sensed and treated and that just after the shock was delviered, the shock egm showed erratic, large noise signals. Daily measurements show multiple readings in the 80-99 range and consistent lead integrity test (lit) readings in the 40s.